Manufacturer narrative:
This field action is associated with all architect c systems mixer (ln 09d59-01, 09d59-02, and 09d59-03). The investigation into this matter found that the mixer blade is held to the mixer by a screw/nut and caulking pins. It was noted that the screw and nut may fail and detach from the mixer. The caulking pins could then break and cause the mixer blade to separate from the mixer. With the mixer blade missing, the sample and reagent are inadequately mixed. A product correction letter was issued on 01may2019 to all customers with installed architect c4000, c8000, and c16000 processing modules informing them of the potential for the mixer blade to separate from the mixer, which could result in inadequate mixing of the reaction mixtures, leading to the potential for incorrect results. The letter instructs the customer to immediately inspect all mixers on the architect c systems, incorporate the mixer inspection procedure into their daily maintenance, and provides instructions on troubleshooting if an unusual noise is noted from the rear of the instrument or if any cuvette washer movement errors are generated.

Event description:
Abbott laboratories has identified that there is the potential for the mixer blade, attached to the mixer with a screw and nut, to separate from the mixer on the architect c systems. The missing mixer blade will result in inadequate mixing of the reaction mixtures which may lead to failed assay calibration, quality control (qc) out of range, and / or incorrect patient results. The impact on the test result may vary depending on the assay being performed and the viscosity of the patient sample. There have been no reported injuries as a result of this issue.